Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain / left fallopian tube pain / heavy pelvic pain") in a 31 year-old female patient who had essure inserted (lot no. 926777). Additional non-serious events are detailed below. The patient had a medical history of breast lump removal, appendectomy, irregular menstruation, premature delivery (2 premature delivery, 1 fetal death at 6 months) and gravida ii. Denies allergy, alcoholism or smoking. Previously administered products included: ciclo 21. The only concomitant product mentioned was elani 28 (drospirenone; ethinylestradiol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("acute, severe pain at the time of essure placement / left fallopian tube pain"). In september 2014 she experienced pelvic pain (seriousness criterion intervention required), hypermenorrhea ("menstrual period more than 20 days of heavy vaginal bleeding / considerable increase in menstrual flow, lasting up to three months with bleeding") and dyspareunia ("dyspareunia (genital pain associated with sexual intercourse)"). On (B)(6) 2020 she experienced bleeding menstrual heavy ("heavy menstrual bleeding during 3 days"). On (B)(6) 2020 she experienced vulvovaginal pruritus ("severe vaginal pruritus without odor or discharge"), breast discomfort ("tightened area at 12 o'clock in the right breast area at 12 o'clock in the right breast") and breast discharge ("breast whitish cream-like discharge"). On (B)(6) 2020 she experienced breast cyst ("sparse bilateral cysts birads IV / multiples nodules 2 in the right breast 3.5 e 3.7 cm, well defined"). On (B)(6) 2021 she was found to have fibroadenoma of breast ("proliferation of the breast favoring fibroadenoma in right breast"). On (B)(6) 2021 she experienced adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain lower ("heavy colic"), headache ("severe headache"), pain in extremity ("pain legs"), paraesthesia ("excessive tingling in the hands and legs / tingling"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), mood swings ("constant mood swings"), vaginal discharge ("strong odor from the vaginal fluid"), genital candidiasis ("candidiasis recurrent"), peripheral swelling ("swelling in legs"), uterine pain ("feeling of perforation in the uterus, stitches"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), alopecia ("hair loss"), cervicitis ("uterus cervix presence of chronic cervicitis") and salpingitis ("chronic salpingitis"). The patient was treated with surgery (essure removal via total hysterectomy with salpingectomy, vaginally on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast cyst, breast discharge, breast discomfort, cervicitis, coital bleeding, dyspareunia, fatigue, fibroadenoma of breast, genital candidiasis, headache, hypermenorrhea, bleeding menstrual heavy, loss of libido, mood swings, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, salpingitis, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: placement of the easy uterus cervical canal axis in medium flexion without changes in the uterine cavity tubal ostium visualized left and right and essure implanted right and left side without difficulty and without intercurrence. The patient reported pain compatible with menstrual cramps of lesser intensity, being classified on a scale of 0-10, with level 4. Plaintiff underwent total hysterectomy surgery with salpingectomy on (B)(6) 2021, therefore requiring permanent hormone replacement. Essure removal via total hysterectomy with salpingectomy, vaginally uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: simple abdomen x-ray. Absence of calculus or pathological calcification, intestinal meteorism within physiological limits, kings of morphology and anatomical topography liver and spleen without appreciable alterations, lumbar psoas delineated bilaterally, pelvic bones and sacroiliac joints without alterations. [Electrocardiogram] on (B)(6) 2021: sinus arrhythmia. [Endoscopy gastrointestinal] on (B)(6) 2021: examination performed up to the splenic angle, in good preparation conditions (boston score ¿ 7). The rectal mucosa is smooth, shiny and without ulcers. The submucosal vascular pattern is preserved. The rectosigmoid junction was passed without difficulties. The colonic segments examined had preserved conformation, caliber and elasticity, showing no areas of stenosis, nor signs of inflammatory process. There are no polypoid formations or tumors in the examined segments of the colon and rectum. Diverticular ostia, vascular ectasias, or vessels of aberrant distribution were not identified, nor were there any direct or indirect signs of colonic spasticity. Procedures: no. Conclusion: rectosigmoidoscopy without changes. [Human chorionic gonadotropin] on (B)(6) 2014: negative. [Magnetic resonance imaging abdominal] on (B)(6) 2021: magnetic resonance imaging of the pelvis indicating chronic pelvic pain. Linear structure with arch and por & exhibiting magnetic susceptibility artifacts in bilateral uterine situation, which may correspond to the essure intratubal device; bladder as moderate homogeneous content repression; uterus in medium version with normal shape and contours measuring 7.5 x 4.0 x 4.9 cm with an estimated volume of 76 cm³ characteristic myometrial sign; endometrial cyst suggestive of adenomyosis; ovary with conserved shape and dimensions, left ovary superiorly displaced next to the uterine fundus, bilateral follicles with up to 1.0 cm, no solid ovarian lesions or with medical content are observed; small amount of free fluid in the pelvis there is no lymph node enlargement in the pelvis cystic formation felt the left wall of the inferior tissue of the baixinha measuring 2.6 cm probably related to the bartholin's gland. Diagnostic hypothesis adenomyosis bartholin gland insist. [Mammogram] on (B)(6) 2021: right breast normal skin fighting breast type dominantly dense, nodule1: 38 mm lobulated partially undefined, nodule 2: 37 cm lobulated; normal auxiliary lymph nodes isolated ductal dilation in the region. Left breast node 1: 15 mm regular partially defined, nodule 2: 16 mm regular partially defined. Normal auxiliary lymph nodes isolated ductal dilation in the retroareolar region, benign findings typical benign calcification. Radiological classification right breast category zero, left breast category zero. [Mean platelet volume ( 6.8- 12.6 %)] on (B)(6) 2021: 12.6 %. [Pathology test] on (B)(6) 2021: right breast biopsy 12 hours. Macroscopy received several threadlike fragments of white and elastic tissue measuring the largest 1.5 cm. Conclusion biphasic proliferation of the breast favoring right breast biopsy 12 hours macroscopy received several threadlike fragments of white and elastic tissue measuring the largest 1.5 cm. Conclusion biphasic proliferation of the breast favoring fibroadenoma; on (B)(6) 2021: material received uterus and appendages. Macroscopy uterus measuring 8.0 x 5.0 x 5.5 cm, cervix measures 3.5 x 3.0 x 3.0 cm. The ectocervix is brown with burgundy areas, external orifice in slit with cysts, the cut myometrium yellowish with 1.5 cm maximum thickness with burgundy spots. Endometrium with a maximum thickness of 0.2 cm; right uterine tube with free fimbriae; left uterine tube proximal segment measuring 1.5 by 0.5 cm, both containing a metallic device entering the lumen in a portion of the intramural tube; tube segment with cysts for tubes with free fimbriae; several irregular segments of brown and elastic fabric measuring together 2.0 x 1.5 x 1.0 cm. Conclusion uterus cervix presence of chronic cervicitis, rejection cyst and extensive mature squamous metaplasia; uterus - myometrial body without particularities, active flower pattern endometrium without signs of hyperplasia in the sections and evaluated; right uterine tube presence of focus of non-granulomatous chronic salpingitis, present would be an intramural metal device in the intramural portion of the tube; left fallopian tube presence of focus of non-granulomatous chronic salpingitis, present would be an intramural metal device in the intramural portion of the tube. [Platelet count ( 130- 450 10*3/mm3)] on (B)(6) 2021: 347 10*3/mm3. [Red blood cell analysis] on (B)(6) 2021: unremarkable. [Smear test] on (B)(6) 2020: squamous and glandular epithelium, benign reactive cell changes inflammation, microbiology lactobacillus sp. Conclusion negative for malignancy; on (B)(6) 2021: squamous and glandular epithelium, endocervical, intermediate and specific cells identified; lactonacilus microbiology, fungal organisms consistent with candida spp; result in reactive cellular changes associated with inflammation, negative for intraepithelial lesion or malignancy, red blood cells ++ [specialist consultation] on (B)(6) 2015: 33 years old came to evaluate bilateral breast nodules medico-mastology eco breast - cl labor - 09/22/2015 - birads 3 - right breast with multiple nodules, the 2 largest in qsm measuring 3.2 x 2.0 cm and 2.9 x 1.7 cm left breast with nodules in the qil and at 4h with 1.7 x 1.4 cm and 1.7 x 1.1 cm on examination: bilateral nodular. [Ultrasound breast] on (B)(6) 2022: the breast is symmetrical showing skin and subcutaneous tissue without alterations complex anatomical nipple areola relative nipple to intima matte with predominance of tissue was the program of the home is co genic on the adipose face there muscular plane retro mammary anatomical there is no evidence of lymph node enlargement in the axillary region. N1 solid nodular image with well-defined limits and lobular contours at 12:00 o'clock of the right breast measuring 2.2 x 1.0 cm, larger parallel animal standing 1.0 cm from the skin and 5.0 cm from the breast; n2 imagined the solid side of well-defined limits and globular contours in the retro areolar region of the right breast measuring 3.3x1.8 cm, the largest axis being parallel to the skin, being 0.6 cm from the skin and 1.0 cm from the nipple; n3 solid nodular image with well-defined limits and regular contours at 1:00 of the right breast measuring 0.6x0.3 cm, the longest axis parallel to the skin, 1.2 m from the skin; n4 imagine solid nodular with well-defined limits and lobular contours at 2:00 o'clock of the right breast measuring 1.0x0.2 cm, longest axis parallel to the skin, being 0.15 cm from the skin and 1.0 cm from the nipple; n5 solid nodular image with well-defined borders and globular contours at 9:00 am of the right breast measuring 0.9 x 0.5 cm parallel to the skin 1.1 cm from the skin; n6 solid nodular image with well-defined limits and regular contours at 10:00 gives 11 right measuring 0.5 x 0.5 cm parallel to the skin 1.7 cm from the skin. N7 solid nodular image with well-defined limits and regular contours at 12:00 of the left breast measuring 1.0 x 0.7 cm larger parallel to the skin says being 1.0 cm from the skin one can still notice small adjacent cysts; n8 solid nodular image of well-defined borders and regular contours at 3:00 of the left breast measuring 0.4 x 0.3 cm larger for the skin being 1.2 cm from the skin; n9 solid nodular image of well-defined borders and cellular contours at 4:00 of the left breast measuring 1.0 by 1.0 cm long axis parallel to the skin, standing 1.1 cm from the skin; n10 solid nodular image with well-defined borders and regular control in the retro-auricular region of the left breast measuring 1.2 x 1.3 cm, the largest perpendicular height is 0.6 cm of the skin conclusions suspicious sonographic findings birads 4. [Ultrasound scan vagina] on (B)(6) 2016: uterus and anterior flexion as a homogeneous texture measuring 70x40x50 mm with 74.4 cm³, endometrium measuring 5 mm, uterine cervix of homogeneous texture, virtual cervical canal presence of cystic image of heterogeneous content in the vulvar region, on the left midline measuring 45x30 mm, free posterior sac, right ovary with usual texture measures 23.16 x 23 mm with 4.6 cm³, normal up to 12 cm³, left ovary with usual texture measures 23 x 15 x 23 mm as 4.3 cm³, normal up to 12 cm³ , no attached masses or adenomegaly were identified. Conclusion: retention cyst and uterus and ovaries ultrasonographically unremarkable; on (B)(6) 2020: uterus showing preserved morphology and contours, measuring 8.3 x 4.5 x 4.8 centimeters with an approximate volume of 93.2 cm³, centered endometrium with usual echogenicity measuring about 0.2 cm, myometrium with usual echo texture. Right ovary with smooth contours with usual echogenicity measuring 2.5 x 2.0 x 2.1 cm with a volume of 5.4 cm³, uncharacterized left ovary, posterior cul-de-sac of usual appearance. Conclusion exam with usual echographic aspect structures for the age group [white blood cell count] on (B)(6) 2021: unremarkable. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain / left fallopian tube pain / heavy pelvic pain") in a 31 year-old female patient who had essure inserted (lot no. 926777-invalid). Additional non-serious events are detailed below. The patient had a medical history of breast lump removal, appendectomy, irregular menstruation, premature delivery (2 premature delivery, 1 fetal death at 6 months) and gravida ii. Denies allergy, alcoholism or smoking. Previously administered products included: ciclo 21. The only concomitant product mentioned was elani 28 (drospirenone;ethinylestradiol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("acute, severe pain at the time of essure placement / left fallopian tube pain"). In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), hypermenorrhea ("menstrual period more than 20 days of heavy vaginal bleeding / considerable increase in menstrual flow, lasting up to three months with bleeding") and dyspareunia ("dyspareunia (genital pain associated with sexual intercourse)"). On (B)(6) 2020 she experienced bleeding menstrual heavy ("heavy menstrual bleeding during 3 days"). On (B)(6) 2020 she experienced vulvovaginal pruritus ("severe vaginal pruritus without odor or discharge"), breast discomfort ("tightened area at 12 o'clock in the right breastarea at 12 o'clock in the right breast") and breast discharge ("breast whitish cream-like discharge"). On (B)(6) 2020 she experienced breast cyst ("sparse bilateral cysts birads IV / mulltiples nodules 2 in the right breast 3.5 e 3.7 cm, well defined"). On (B)(6) 2021 she was found to have fibroadenoma of breast ("proliferation of the breast favoring fibroadenoma in right breast"). On (B)(6) 2021 she experienced adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain lower ("heavy colic"), headache ("severe headache"), pain in extremity ("pain legs"), paraesthesia ("excessive tingling in the hands and legs / tingling"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), mood swings ("constant mood swings"), vaginal discharge ("strong odor from the vaginal fluid"), genital candidiasis ("candidiasis recurrent"), peripheral swelling ("swelling in legs"), uterine pain ("feeling of perforation in the uterus, stitches"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), alopecia ("hair loss"), cervicitis ("uterus cervix presence of chronic cervicitis") and salpingitis ("chronic salpingitis"). The patient was treated with surgery (essure removal via total hysterectomy with salpingectomy, vaginally on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast cyst, breast discharge, breast discomfort, cervicitis, coital bleeding, dyspareunia, fatigue, fibroadenoma of breast, genital candidiasis, headache, hypermenorrhea, bleeding menstrual heavy, loss of libido, mood swings, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, salpingitis, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: placement of the easy uterus cervical canal axis in medium flexion without changes in the uterine cavity tubal ostium visualized left and right and essure implanted right and left side without difficulty and without intercurrence. The patient reported pain compatible with menstrual cramps of lesser intensity, being classified on a scale of 0-10, with level 4. Plaintiff underwent total hysterectomy surgery with salpingectomy on -16-aug-2021, therefore requiring permanent hormone replacement. Essure removal via total hysterectomy with salpingectomy, vaginally uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: simple abdomen x-ray absence of calculus or pathological calcification, intestinal meteorism within physiological limits, kings of morphology and anatomical topography liver and spleen without appreciable alterations, lumbar psoas delineated bilaterally, pelvic bones and sacroiliac joints without alterations [electrocardiogram] on (B)(6) 2021: sinus arrhythmia [endoscopy gastrointestinal] on (B)(6) 2021: examination performed up to the splenic angle, in good preparation conditions (boston score ¿ 7). The rectal mucosa is smooth, shiny and without ulcers. The submucosal vascular pattern is preserved. The rectosigmoid junction was passed without difficulties. The colonic segments examined had preserved conformation, caliber and elasticity, showing no areas of stenosis, nor signs ofinflammatory process. There are no polypoid formations or tumors in the examined segments of the colon and rectum. Diverticular ostia, vascular ectasias, or vessels of aberrant distribution were not identified, nor were there any direct or indirect signs of colonic spasticity. Procedures: no. Conclusion: rectosigmoidoscopy without changes [human chorionic gonadotropin] on (B)(6) 2014: negative [magnetic resonance imaging abdominal] on (B)(6) 2021: magnetic resonance imaging of the pélvis indicating chronic pelvic pain linear structure with arch and por& exhibiting magnetic susceptibility artifacts in bilateral uterine situation, which may correspond to the essure intratubal device; bladder as moderate homogeneous content repression; uterus in medium version with normal shape and contours measuring 7.5 x 4.0 x 4.9 cm with an estimated volume of 76 cm³ characteristic myometrial sign; endometrial cyst suggestive of adenomyosis; ovary with conserved shape and dimensions, left ovary superiorly displaced next to the uterine fundus, bilateral follicles with up to 1.0 cm, no solid ovarian lesions or with medical content are observed; small amount of free fluid in the pelvis there is no lymph node enlargement in the pelvis cystic formation felt the left wall of the inferior tissue of the baixinha measuring 2.6 cm probably related to the bartholin's gland. Diagnostic hypothesis adenomyosis bartholin gland insist [mammogram] on (B)(6) 2021: right breast normal skin fighting breast type dominantly dense, nodule1: 38 mm lobulated partially undefined, nodule 2: 37 cm lobulated; normal auxiliary lymph nodes isolated ductal dilation in the region left breast node 1: 15 mm regular partially defined, nodule 2: 16 mm regular partially defined. Normal auxiliary lymph nodes isolated ductal dilation in the retroureolar region, benign findings typical benign calcification. Radiological classification right breast category zero, left breast category zero [mean platelet volume ( 6.8- 12.6 %)] on (B)(6) 2021: 12.6 % [pathology test] on 04-jan-2021: right breast biopsy 12 hours macroscopy received several threadlike fragments of white and elastic tissue measuring the largest 1.5 cm conclusion biphasic proliferation of the breast favoring right breast biopsy 12 hours macroscopy received several threadlike fragments of white and elastic tissue measuring the largest 1.5 cm conclusion biphasic proliferation of the breast favoring fibroadenoma; on (B)(6) 2021: material received uterus and appendages macroscopy uterus measuring 8.0 x 5.0 x 5.5 cm, cervix measures 3.5 x 3.0 x 3.0 cm. The ectocervix is brown with burgundy areas, external orifice in slit with cysts, the cut myometrium yellowish with 1.5 cm maximum thickness with burgundy spots. Endometrium with a maximum thickness of 0.2 cm; right uterine tube with free fimbriae; left uterine tube proximal segment measuring 1.5 by 0.5 cm, both containing a metallic device entering the lumen in a portion of the intramural tube; tube segment with cysts for tubes with free fimbriae; several irregular segments of brown and elastic fabric measuring together 2.0 x 1.5 x 1.0 cm. Conclusion uterus cervix presence of chronic cervicitis, rejection cyst and extensive mature squamous metaplasia; uterus - myometrial body without particularities, active flower pattern endometrium without signs of hyperplasia in the sections and evaluated; right uterine tube presence of focus of non-granulomatous chronic salpingitis, present would be an intramural metal device in the intramural portion of the tube; left fallopian tube presence of focus of non-granulomatous chronic salpingitis, present would be an intramural metal device in the intramural portion of the tube [platelet count ( 130- 450 10*3/mm3)] on (B)(6) 2021: 347 10*3/mm3 [red blood cell analysis] on (B)(6) 2021: unremarkable [smear test] on 14-apr-2020: squamous and glandular epithelium, benign reactive cell changes inflammation, microbiology lactobacillus sp. Conclusion negative for malignancy; on (B)(6) 2021: squamous and glandular epithelium, endocervical, intermediate and specific cells identified; lactonacilus microbiology, fungal organisms consistent with candida spp; result in reactive cellular changes associated with inflammation, negative for intraepithelial lesion or malignancy, red blood cells ++ [specialist consultation] on (B)(6) 2015: 33 years old came to evaluate bilateral breast nodules medico-mastology eco breast - cl labor - (B)(6) 2015 - birads 3 - right breast with multiple nodules, the 2 largest in qsm measuring 3.2 x 2.0 cm and 2.9 x 1.7 cm left breast with nodules in the qil and at 4h with 1.7 x 1.4 cm and 1.7 x 1.1 cm on examination: bilateral nodular [ultrasound breast] on (B)(6) 2022: the breast is symmetrical showing skin and subcutaneous tissue without alterations complex anatomical nipple areola relative nipple to intima matte with predominance of tissue was the program of the home is co genic on the adipose face there muscular plane retro mammary anatomical there is no evidence of lymph node enlargement in the axillary region. N 1 solid nodular image with well-defined limits and lobular contours at 12:00 o'clock of the right breast measuring 2.2 x 1.0 cm, larger parallel animal standing 1.0 cm from the skin and 5.0 cm from the breast; n2 imagined the solid side of well-defined limits and globular contours in the retro areolar region of the right breast measuring 3.3x1.8 cm, the largest axis being parallel to the skin, being 0.6 cm from the skin and 1.0 cm from the nipple; n3 solid nodular image with well-defined limits and regular contours at 1:00 of the right breast measuring 0.6x0.3 cm, the longest axis parallel to the skin, 1.2 m from the skin; n4 imagine solid nodular with well-defined limits and lobular contours at 2:00 o'clock of the right breast measuring 1.0x0.2 cm, longest axis parallel to the skin, being 0.15 cm from the skin and 1.0 cm from the nipple; n5 solid nodular image with well-defined borders and globular contours at 9:00 am of the right breast measuring 0.9 x 0.5 cm parallel to the skin 1.1 cm from the skin; n6 solid nodular image with well-defined limits and regular contours at 10:00 gives 11 right measuring 0.5 x 0.5 cm parallel to the skin 1.7 cm from the skin. N7 solid nodular image with well-defined limits and regular contours at 12:00 of the left breast measuring 1.0 x 0.7 cm larger parallel to the skin says being 1.0 cm from the skin one can still notice small adjacent cysts; n8 solid nodular image of well-defined borders and regular contours at 3:00 of the left breast measuring 0.4 x 0.3 cm larger for the skin being 1.2 cm from the skin; n9 solid nodular image of well-defined borders and cellular contours at 4:00 of the left breast measuring 1.0 by 1.0 cm long axis parallel to the skin, standing 1.1 cm from the skin; n10 solid nodular image with well-defined borders and regular control in the retro-auricular region of the left breast measuring 1.2 x 1.3 cm, the largest perpendicular height is 0.6 cm of the skin conclusions suspicious sonographic findings birads 4. . [Ultrasound scan vagina] on 06-sep-2016: uterus and anterior flexion as a homogeneous texture measuring 70x40x50 mm with 74.4 cm³, endometrium measuring 5 mm, uterine cervix of homogeneous texture, virtual cervical canal presence of cystic image of heterogeneous content in the vulvar region, on the left midline measuring 45x30 mm , free posterior sac, right ovary with usual texture measures 23.16 x 23 mm with 4.6 cm³, normal up to 12 cm³, left ovary with usual texture measures 23 x 15 x 23 mm as 4.3 cm³, normal up to 12 cm³ , no attached masses or adenomegaly were identified. Conclusion: retention cyst and uterus and ovaries ultrasonographically unremarkable; on 03-apr-2020: uterus showing preserved morphology and contours, measuring 8.3 x 4.5 x 4.8 centimeters with an approximate volume of 93.2 cm³, centered endometrium with usual echogenicity measuring about 0.2 cm, myometrium with usual echo texture. Right ovary with smooth contours with usual echogenicity measuring 2.5 x 2.0 x 2.1 cm with a volume of 5.4 cm³, uncharacterized left ovary, posterior cul-de-sac of usual appearance. Conclusion exam with usual echographic aspect structures for the age group [white blood cell count] on 17-may-2021: unremarkable. Lot # 926777 report cioms is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain / left fallopian tube pain / heavy pelvic pain") in a 31 year-old female patient who had essure inserted (lot no. 926777-invalid). Additional non-serious events are detailed below. The patient had a medical history of breast lump removal, appendectomy, irregular menstruation, premature delivery (2 premature delivery, 1 fetal death at 6 months) and gravida ii. Denies allergy, alcoholism or smoking comorbidities: deny medications in continuous use: deny allergies: deny. Previously administered products included: ciclo 21. Concomitant products included nepodex (dexamethasone;neomycin sulfate;polymyxin b sulfate) since (B)(6) 2017, acular ls (ketorolac tromethamine) for ocular hyperaemia since (B)(6) 2017, dipirona sodica (metamizole sodium) since (B)(6) 2016, diclofenac since (B)(6) 2016 and elani 28 (drospirenone;ethinylestradiol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("acute, severe pain at the time of essure placement / left fallopian tube pain"). In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), hypermenorrhea ("menstrual period more than 20 days of heavy vaginal bleeding / considerable increase in menstrual flow, lasting up to three months with bleeding") and dyspareunia ("dyspareunia (genital pain associated with sexual intercourse)"). On (B)(6) 2017 she experienced ocular hyperaemia ("red eye"). On (B)(6) 2020 she experienced bleeding menstrual heavy ("heavy menstrual bleeding during 3 days"). On (B)(6) 2020 she experienced vulvovaginal pruritus ("severe vaginal pruritus without odor or discharge"), breast discomfort ("tightened area at 12 o'clock in the right breastarea at 12 o'clock in the right breast") and breast discharge ("breast whitish cream-like discharge"). On (B)(6) 2020 she experienced breast cyst ("sparse bilateral cysts birads IV / mulltiples nodules 2 in the right breast 3.5 e 3.7 cm, well defined"). On (B)(6) 2021 she was found to have fibroadenoma of breast ("proliferation of the breast favoring fibroadenoma in right breast"). On (B)(6) 2021 she experienced adenomyosis ("adenomyosis"). On (B)(6) 2021 she experienced abdominal pain ("low belly complaint") and dysuria ("dysuria"). On (B)(6) 2022 she experienced fall ("fall with pain in left upper limb") and limb discomfort ("fall with pain in left upper limb"). In (B)(6) 2022 she experienced joint injury ("she hurt her wrist due to fall"). An unknown time later she experienced abdominal pain lower ("heavy colic / iliac fossa pain"), headache ("severe headache"), pain in extremity ("pain legs / pain in right hand"), paraesthesia ("excessive tingling in the hands and legs / tingling"), back pain ("lumbar pain / back pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), mood swings ("constant mood swings"), vaginal discharge ("strong odor from the vaginal fluid"), genital candidiasis ("candidiasis recurrent"), peripheral swelling ("swelling in legs"), uterine pain ("feeling of perforation in the uterus, stitches"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), alopecia ("hair loss"), cervicitis ("uterus cervix presence of chronic cervicitis"), salpingitis ("chronic salpingitis") and vaginal haemorrhage ("transvaginal bleeding, with leaks lasting up to 3 months."). The patient was treated with surgery (essure removal via total hysterectomy with salpingectomy, vaginally on (B)(6) 2021). At the time of the report, the outcomes for pelvic pain, procedural pain, hypermenorrhea, dyspareunia, abdominal pain lower, headache, pain in extremity, paraesthesia, back pain, fatigue, loss of libido, coital bleeding, mood swings, vaginal discharge, genital candidiasis, peripheral swelling, uterine pain, uterine inflammation, arthralgia, alopecia, adenomyosis, bleeding menstrual heavy, vulvovaginal pruritus, breast discomfort, breast cyst, breast discharge, fibroadenoma of breast, cervicitis, salpingitis, ocular hyperaemia, abdominal pain, dysuria, fall, limb discomfort and joint injury were unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast cyst, breast discharge, breast discomfort, cervicitis, coital bleeding, dyspareunia, fatigue, fibroadenoma of breast, genital candidiasis, headache, hypermenorrhea, bleeding menstrual heavy, loss of libido, mood swings, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, salpingitis, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure administration. No causality assessment was received for essure with regard to vaginal haemorrhage, ocular hyperaemia, abdominal pain, dysuria, fall, limb discomfort or joint injury. The reporter commented: placement of the easy uterus cervical canal axis in medium flexion without changes in the uterine cavity tubal ostium visualized left and right and essure implanted right and left side without difficulty and without intercurrence. The patient reported pain compatible with menstrual cramps of lesser intensity, being classified on a scale of 0-10, with level 4. Plaintiff underwent total hysterectomy surgery with salpingectomy on (B)(6) 2021, therefore requiring permanent hormone replacement. Essure removal via total hysterectomy with salpingectomy, vaginally uneventfully. Hysterectomia vaginal was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: simple abdomen x-ray absence of calculus or pathological calcification, intestinal meteorism within physiological limits, kings of morphology and anatomical topography liver and spleen without appreciable alterations, lumbar psoas delineated bilaterally, pelvic bones and sacroiliac joints without alterations [biopsy breast] on (B)(6) 2021: fibroadenoma [electrocardiogram] on (B)(6) 2021: sinus arrhythmia [endoscopy gastrointestinal] on (B)(6) 2021: examination performed up to the splenic angle, in good preparation conditions (boston score ¿ 7). The rectal mucosa is smooth, shiny and without ulcers. The submucosal vascular pattern is preserved. The rectosigmoid junction was passed without difficulties. The colonic segments examined had preserved conformation, caliber and elasticity, showing no areas of stenosis, nor signs ofinflammatory process. There are no polypoid formations or tumors in the examined segments of the colon and rectum. Diverticular ostia, vascular ectasias, or vessels of aberrant distribution were not identified, nor were there any direct or indirect signs of colonic spasticity. Procedures: no. Conclusion: rectosigmoidoscopy without changes [human chorionic gonadotropin] on (B)(6) 2014: negative [magnetic resonance imaging] on (B)(6) 2021: magnetic resonance imaging of the pelvis indicating chronic pelvic pain linear structure with arch and por& exhibiting magnetic susceptibility artifacts in bilateral uterine situation, which may correspond to the essure intratubal device; bladder as moderate homogeneous content repression; uterus in medium version with normal shape and contours measuring 7.5 x 4.0 x 4.9 cm with an estimated volume of 76 cm³ characteristic myometrial sign; endometrial cyst suggestive of adenomyosis; ovary with conserved shape and dimensions, left ovary superiorly displaced next to the uterine fundus, bilateral follicles with up to 1.0 cm, no solid ovarian lesions or with medical content are observed; small amount of free fluid in the pelvis there is no lymph node enlargement in the pelvis cystic formation felt the left wall of the inferior tissue of the baixinha measuring 2.6 cm probably related to the bartholin's gland. Diagnostic hypothesis adenomyosis bartholin gland insist [mammogram] on (B)(6) 2021: right breast normal skin fighting breast type dominantly dense, nodule1: 38 mm lobulated partially undefined, nodule 2: 37 cm lobulated; normal auxiliary lymph nodes isolated ductal dilation in the region left breast node 1: 15 mm regular partially defined, nodule 2: 16 mm regular partially defined. Normal auxiliary lymph nodes isolated ductal dilation in the retroureolar region, benign findings typical benign calcification. Radiological classification right breast category zero, left breast category zero [mean platelet volume ( 6.8- 12.6 %)] on (B)(6) 2021: 12.6 % [pathology test] on (B)(6) 2021: right breast biopsy 12 hours macroscopy received several threadlike fragments of white and elastic tissue measuring the largest 1.5 cm conclusion biphasic proliferation of the breast favoring right breast biopsy 12 hours macroscopy received several threadlike fragments of white and elastic tissue measuring the largest 1.5 cm conclusion biphasic proliferation of the breast favoring fibroadenoma; on (B)(6) 2021: material received uterus and appendages macroscopy uterus measuring 8.0 x 5.0 x 5.5 cm, cervix measures 3.5 x 3.0 x 3.0 cm. The ectocervix is brown with burgundy areas, external orifice in slit with cysts, the cut myometrium yellowish with 1.5 cm maximum thickness with burgundy spots. Endometrium with a maximum thickness of 0.2 cm; right uterine tube with free fimbriae; left uterine tube proximal segment measuring 1.5 by 0.5 cm, both containing a metallic device entering the lumen in a portion of the intramural tube; tube segment with cysts for tubes with free fimbriae; several irregular segments of brown and elastic fabric measuring together 2.0 x 1.5 x 1.0 cm. Conclusion uterus cervix presence of chronic cervicitis, rejection cyst and extensive mature squamous metaplasia; uterus - myometrial body without particularities, active flower pattern endometrium without signs of hyperplasia in the sections and evaluated; right uterine tube presence of focus of non-granulomatous chronic salpingitis, present would be an intramural metal device in the intramural portion of the tube; left fallopian tube presence of focus of non-granulomatous chronic salpingitis, present would be an intramural metal device in the intramural portion of the tube [physical examination] on (B)(6) 2017: ro tarsal follicles and conjunctival hyperaemia the edition in greater intensity; on 30-mar-2017: eyelid oedema, initial hordeolum outer edge upper right eyelid (psd) "conjunctival hyperaemia", "intact córnea"; on (B)(6) 2021: ggc, anicteric, acyanotic, eupneic, normocolored; touch: posterior cervix, mobile, painless on mobilization, uterus in small pelvis ee: posterior cervix, slit hole, presence of physiological vaginal secretion, absence of visible lesions or foul-smelling discharge [platelet count ( 130- 450 10*3/mm3)] on (B)(6) 2021: 347 10*3/mm3 [red blood cell analysis] on (B)(6) 2021: unremarkable [smear test] on (B)(6) 2020: squamous and glandular epithelium, benign reactive cell changes inflammation, microbiology lactobacillus sp. Conclusion negative for malignancy; on (B)(6) 2020: scaly, glandular no atypia observed; on (B)(6) 2021: squamous and glandular epithelium, endocervical, intermediate and specific cells identified; lactonacilus microbiology, fungal organisms consistent with candida spp; result in reactive cellular changes associated with inflammation, negative for intraepithelial lesion or malignancy, red blood cells ++ [specialist consultation] on (B)(6) 2015: 33 years old came to evaluate bilateral breast nodules medico-mastology eco breast - cl labor - (B)(6) 2015 - birads 3 - right breast with multiple nodules, the 2 largest in qsm measuring 3.2 x 2.0 cm and 2.9 x 1.7 cm left breast with nodules in the qil and at 4h with 1.7 x 1.4 cm and 1.7 x 1.1 cm on examination: bilateral nodular [ultrasound breast] on (B)(6) 2021: birads 4; on (B)(6) 2022: the breast is symmetrical showing skin and subcutaneous tissue without alterations complex anatomical nipple areola relative nipple to intima matte with predominance of tissue was the program of the home is co genic on the adipose face there muscular plane retro mammary anatomical there is no evidence of lymph node enlargement in the axillary region. N 1 solid nodular image with well-defined limits and lobular contours at 12:00 o'clock of the right breast measuring 2.2 x 1.0 cm, larger parallel animal standing 1.0 cm from the skin and 5.0 cm from the breast; n2 imagined the solid side of well-defined limits and globular contours in the retro areolar region of the right breast measuring 3.3x1.8 cm, the largest axis being parallel to the skin, being 0.6 cm from the skin and 1.0 cm from the nipple; n3 solid nodular image with well-defined limits and regular contours at 1:00 of the right breast measuring 0.6x0.3 cm, the longest axis parallel to the skin, 1.2 m from the skin; n4 imagine solid nodular with well-defined limits and lobular contours at 2:00 o'clock of the right breast measuring 1.0x0.2 cm, longest axis parallel to the skin, being 0.15 cm from the skin and 1.0 cm from the nipple; n5 solid nodular image with well-defined borders and globular contours at 9:00 am of the right breast measuring 0.9 x 0.5 cm parallel to the skin 1.1 cm from the skin; n6 solid nodular image with well-defined limits and regular contours at 10:00 gives 11 right measuring 0.5 x 0.5 cm parallel to the skin 1.7 cm from the skin. N7 solid nodular image with well-defined limits and regular contours at 12:00 of the left breast measuring 1.0 x 0.7 cm larger parallel to the skin says being 1.0 cm from the skin one can still notice small adjacent cysts; n8 solid nodular image of well-defined borders and regular contours at 3:00 of the left breast measuring 0.4 x 0.3 cm larger for the skin being 1.2 cm from the skin; n9 solid nodular image of well-defined borders and cellular contours at 4:00 of the left breast measuring 1.0 by 1.0 cm long axis parallel to the skin, standing 1.1 cm from the skin; n10 solid nodular image with well-defined borders and regular control in the retro-auricular region of the left breast measuring 1.2 x 1.3 cm, the largest perpendicular height is 0.6 cm of the skin conclusions suspicious sonographic findings birads 4 . [Ultrasound scan vagina] on (B)(6) 2016: uterus and anterior flexion as a homogeneous texture measuring 70x40x50 mm with 74.4 cm³, endometrium measuring 5 mm, uterine cervix of homogeneous texture, virtual cervical canal presence of cystic image of heterogeneous content in the vulvar region, on the left midline measuring 45x30 mm , free posterior sac, right ovary with usual texture measures 23.16 x 23 mm with 4.6 cm³, normal up to 12 cm³, left ovary with usual texture measures 23 x 15 x 23 mm as 4.3 cm³, normal up to 12 cm³ , no attached masses or adenomegaly were identified. Conclusion: retention cyst and uterus and ovaries ultrasonographically unremarkable; on (B)(6) 2020: uterus showing preserved morphology and contours, measuring 8.3 x 4.5 x 4.8 centimeters with an approximate volume of 93.2 cm³, centered endometrium with usual echogenicity measuring about 0.2 cm, myometrium with usual echo texture. Right ovary with smooth contours with usual echogenicity measuring 2.5 x 2.0 x 2.1 cm with a volume of 5.4 cm³, uncharacterized left ovary, posterior cul-de-sac of usual appearance. Conclusion exam with usual echographic aspect structures for the age group; on (B)(6) 2021: uterus in anteversoflexion (avf), vol 93.2 end 0.2 cm right ovary (ro) 5.4 left ovary (lo) not characterized [white blood cell count] on (B)(6) 2021: unremarkable lot # 926777 report cioms is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new adverse events (vaginal bleeding, ocular hyperaemia, belly pain, dysuria, fall due to pain in left upper limb, lab datas and concomitant drugs were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain / left fallopian tube pain / heavy pelvic pain") in a 31 year-old female patient who had essure inserted (lot no. 926777-invalid). Additional non-serious events are detailed below. The patient had a medical history of breast lump removal, appendectomy, irregular menstruation, premature delivery (2 premature delivery, 1 fetal death at 6 months) and gravida ii. Denies allergy, alcoholism or smoking. Comorbidities: deny. Medications in continuous use: deny. Allergies: deny. Previously administered products included: ciclo 21. Concomitant products included nepodex (dexamethasone;neomycin sulfate;polymyxin b sulfate) since (B)(6) 2017, acular (ketorolac tromethamine) for ocular hyperaemia since (B)(6) 2017, metamizole since 2016, diclofenac since (B)(6) 2016 and elani 28. (Drospirenone;ethinylestradiol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("acute, severe pain at the time of essure placement / left fallopian tube pain"). In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), hypermenorrhea ("menstrual period more than 20 days of heavy vaginal bleeding / considerable increase in menstrual flow, lasting up to three months with bleeding") and dyspareunia ("dyspareunia (genital pain associated with sexual intercourse)"). On (B)(6) 2017 she experienced ocular hyperaemia ("red eye"). On (B)(6) 2020 she experienced bleeding menstrual heavy ("heavy menstrual bleeding during 3 days"). On (B)(6) 2020 she experienced vulvovaginal pruritus ("severe vaginal pruritus without odor or discharge"), breast discomfort ("tightened area at 12 o'clock in the right breastarea at 12 o'clock in the right breast") and breast discharge ("breast whitish cream-like discharge"). On (B)(6) 2020 she experienced breast cyst ("sparse bilateral cysts birads IV / multiples nodules 2 in the right breast 3.5 e 3.7 cm, well defined"). On (B)(6) 2021 she was found to have fibroadenoma of breast ("proliferation of the breast favoring fibroadenoma in right breast"). On (B)(6) 2021 she experienced adenomyosis ("adenomyosis"). On (B)(6) 2021 she experienced abdominal symptom ("low belly complaint") and dysuria ("dysuria"). On (B)(6) 2022 she experienced fall ("fall with pain in left upper limb") and post-traumatic pain ("fall with pain in left upper limb"). In (B)(6) 2022 she experienced joint injury ("she hurt her wrist due to fall"). An unknown time later she experienced abdominal pain lower ("heavy colic / iliac fossa pain"), headache ("severe headache"), pain in extremity ("pain legs / pain in right hand"), paraesthesia ("excessive tingling in the hands and legs / tingling"), back pain ("lumbar pain / back pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), mood swings ("constant mood swings"), vaginal discharge ("strong odor from the vaginal fluid"), genital candidiasis ("candidiasis recurrent"), peripheral swelling ("swelling in legs"), uterine pain ("feeling of perforation in the uterus, stitches"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), alopecia ("hair loss"), cervicitis ("uterus cervix presence of chronic cervicitis"), salpingitis ("chronic salpingitis") and vaginal haemorrhage ("transvaginal bleeding, with leaks lasting up to 3 months."). The patient was treated with surgery (essure removal via total hysterectomy with salpingectomy, vaginally on (B)(6) 2021). At the time of the report, the outcomes for pelvic pain, procedural pain, hypermenorrhea, dyspareunia, abdominal pain lower, headache, pain in extremity, paraesthesia, back pain, fatigue, loss of libido, coital bleeding, mood swings, vaginal discharge, genital candidiasis, peripheral swelling, uterine pain, uterine inflammation, arthralgia, alopecia, adenomyosis, bleeding menstrual heavy, vulvovaginal pruritus, breast discomfort, breast cyst, breast discharge, fibroadenoma of breast, cervicitis, salpingitis, ocular hyperaemia, abdominal symptom, dysuria, fall, post-traumatic pain and joint injury were unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast cyst, breast discharge, breast discomfort, cervicitis, coital bleeding, dyspareunia, fatigue, fibroadenoma of breast, genital candidiasis, headache, hypermenorrhea, bleeding menstrual heavy, loss of libido, mood swings, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, salpingitis, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure administration. No causality assessment was received for essure with regard to vaginal haemorrhage, ocular hyperaemia, abdominal symptom, dysuria, fall, post-traumatic pain or joint injury. The reporter commented: placement of the easy uterus cervical canal axis in medium flexion without changes in the uterine cavity tubal ostium visualized left and right and essure implanted right and left side without difficulty and without intercurrence. The patient reported pain compatible with menstrual cramps of lesser intensity, being classified on a scale of 0-10, with level 4. Plaintiff underwent total hysterectomy surgery with salpingectomy on (B)(6) 2021, therefore requiring permanent hormone replacement. Essure removal via total hysterectomy with salpingectomy, vaginally uneventfully. Hysterectomia vaginal was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: simple abdomen x-ray. Absence of calculus or pathological calcification, intestinal meteorism within physiological limits, kings of morphology and anatomical topography liver and spleen without appreciable alterations, lumbar psoas delineated bilaterally, pelvic bones and sacroiliac joints without alterations [biopsy breast] on (B)(6) 2021: fibroadenoma. [Electrocardiogram] on (B)(6) 2021: sinus arrhythmia [endoscopy gastrointestinal] on (B)(6) 2021: examination performed up to the splenic angle, in good preparation conditions (boston score ¿ 7). The rectal mucosa is smooth, shiny and without ulcers. The submucosal vascular pattern is preserved. The rectosigmoid junction was passed without difficulties. The colonic segments examined had preserved conformation, caliber and elasticity, showing no areas of stenosis, nor signs of inflammatory process. There are no polypoid formations or tumors in the examined segments of the colon and rectum. Diverticular ostia, vascular ectasias, or vessels of aberrant distribution were not identified, nor were there any direct or indirect signs of colonic spasticity. Procedures: no. Conclusion: rectosigmoidoscopy without changes [human chorionic gonadotropin] on (B)(6) 2014: negative. [Magnetic resonance imaging] on (B)(6) 2021: magnetic resonance imaging of the pelvis indicating chronic pelvic pain. Linear structure with arch and por& exhibiting magnetic susceptibility artifacts in bilateral uterine situation, which may correspond to the essure intratubal device; bladder as moderate homogeneous content repression; uterus in medium version with normal shape and contours measuring 7.5 x 4.0 x 4.9 cm with an estimated volume of 76 cm³ characteristic myometrial sign; endometrial cyst suggestive of adenomyosis; ovary with conserved shape and dimensions, left ovary superiorly displaced next to the uterine fundus, bilateral follicles with up to 1.0 cm, no solid ovarian lesions or with medical content are observed; small amount of free fluid in the pelvis there is no lymph node enlargement in the pelvis cystic formation felt the left wall of the inferior tissue of the baixinha measuring 2.6 cm probably related to the bartholin's gland. Diagnostic hypothesis adenomyosis bartholin gland insist [mammogram] on (B)(6) 2021: right breast normal skin fighting breast type dominantly dense, nodule1: 38 mm lobulated partially undefined, nodule 2: 37 cm lobulated; normal auxiliary lymph nodes isolated ductal dilation in the region left breast node 1: 15 mm regular partially defined, nodule 2: 16 mm regular partially defined. Normal auxiliary lymph nodes isolated ductal dilation in the retroureolar region, benign findings typical benign calcification. Radiological classification right breast category zero, left breast category zero [mean platelet volume ( 6.8- 12.6 %)] on (B)(6) 2021: 12.6 % [pathology test] on (B)(6) 2021: right breast biopsy 12 hours macroscopy received several thread like fragments of white and elastic tissue measuring the largest 1.5 cm conclusion biphasic proliferation of the breast favoring right breast biopsy 12 hours macroscopy received several threadlike fragments of white and elastic tissue measuring the largest 1.5 cm conclusion biphasic proliferation of the breast favoring fibroadenoma; on (B)(6) 2021: material received uterus and appendages macroscopy uterus measuring 8.0 x 5.0 x 5.5 cm, cervix measures 3.5 x 3.0 x 3.0 cm. The ectocervix is brown with burgundy areas, external orifice in slit with cysts, the cut myometrium yellowish with 1.5 cm maximum thickness with burgundy spots. Endometrium with a maximum thickness of 0.2 cm; right uterine tube with free fimbriae; left uterine tube proximal segment measuring 1.5 by 0.5 cm, both containing a metallic device entering the lumen in a portion of the intramural tube; tube segment with cysts for tubes with free fimbriae; several irregular segments of brown and elastic fabric measuring together 2.0 x 1.5 x 1.0 cm. Conclusion uterus cervix presence of chronic cervicitis, rejection cyst and extensive mature squamous metaplasia; uterus - myometrial body without particularities, active flower pattern endometrium without signs of hyperplasia in the sections and evaluated; right uterine tube presence of focus of non-granulomatous chronic salpingitis, present would be an intramural metal device in the intramural portion of the tube; left fallopian tube presence of focus of non-granulomatous chronic salpingitis, present would be an intramural metal device in the intramural portion of the tube [physical examination] on (B)(6) 2017: ro tarsal follicles and conjunctival hyperaemia the edition in greater intensity; on (B)(6) 2017: eyelid oedema, initial hordeolum outer edge upper right eyelid (psd) "conjunctival hyperaemia", "intact córnea"; on (B)(6) 2021: ggc, anicteric, acyanotic, eupneic, normocolored; touch: posterior cervix, mobile, painless on mobilization, uterus in small pelvis ee: posterior cervix, slit hole, presence of physiological vaginal secretion, absence of visible lesions or foul-smelling discharge [platelet count ( 130- 450 10*3/mm3)] on (B)(6) 2021: 347 10*3/mm3 [red blood cell analysis] on (B)(6) 2021: unremarkable [smear test] on (B)(6) 2020: squamous and glandular epithelium, benign reactive cell changes inflammation, microbiology lactobacillus sp. Conclusion negative for malignancy; on (B)(6) 2020: scaly, glandular no atypia observed; on (B)(6) 2021: squamous and glandular epithelium, endocervical, intermediate and specific cells identified; lactonacilus microbiology, fungal organisms consistent with candida spp; result in reactive cellular changes associated with inflammation, negative for intraepithelial lesion or malignancy, red blood cells ++ [specialist consultation] on (B)(6) 2015: 33 years old came to evaluate bilateral breast nodules medico-mastology eco breast - cl labor - (B)(6) 2015 - birads 3 - right breast with multiple nodules, the 2 largest in qsm measuring 3.2 x 2.0 cm and 2.9 x 1.7 cm left breast with nodules in the qil and at 4h with 1.7 x 1.4 cm and 1.7 x 1.1 cm on examination: bilateral nodular [ultrasound breast] on (B)(6) 2021: birads 4; on (B)(6) 2022: the breast is symmetrical showing skin and subcutaneous tissue without alterations complex anatomical nipple areola relative nipple to intima matte with predominance of tissue was the program of the home is co genic on the adipose face there muscular plane retro mammary anatomical there is no evidence of lymph node enlargement in the axillary region. N 1 solid nodular image with well-defined limits and lobular contours at 12:00 o'clock of the right breast measuring 2.2 x 1.0 cm, larger parallel animal standing 1.0 cm from the skin and 5.0 cm from the breast; n2 imagined the solid side of well-defined limits and globular contours in the retro areolar region of the right breast measuring 3.3x1.8 cm, the largest axis being parallel to the skin, being 0.6 cm from the skin and 1.0 cm from the nipple; n3 solid nodular image with well-defined limits and regular contours at 1:00 of the right breast measuring 0.6x0.3 cm, the longest axis parallel to the skin, 1.2 m from the skin; n4 imagine solid nodular with well-defined limits and lobular contours at 2:00 o'clock of the right breast measuring 1.0x0.2 cm, longest axis parallel to the skin, being 0.15 cm from the skin and 1.0 cm from the nipple; n5 solid nodular image with well-defined borders and globular contours at 9:00 am of the right breast measuring 0.9 x 0.5 cm parallel to the skin 1.1 cm from the skin; n6 solid nodular image with well-defined limits and regular contours at 10:00 gives 11 right measuring 0.5 x 0.5 cm parallel to the skin 1.7 cm from the skin. N7 solid nodular image with well-defined limits and regular contours at 12:00 of the left breast measuring 1.0 x 0.7 cm larger parallel to the skin says being 1.0 cm from the skin one can still notice small adjacent cysts; n8 solid nodular image of well-defined borders and regular contours at 3:00 of the left breast measuring 0.4 x 0.3 cm larger for the skin being 1.2 cm from the skin; n9 solid nodular image of well-defined borders and cellular contours at 4:00 of the left breast measuring 1.0 by 1.0 cm long axis parallel to the skin, standing 1.1 cm from the skin; n10 solid nodular image with well-defined borders and regular control in the retro-auricular region of the left breast measuring 1.2 x 1.3 cm, the largest perpendicular height is 0.6 cm of the skin conclusions suspicious sonographic findings birads 4 . [Ultrasound scan vagina] on (B)(6) 2016: uterus and anterior flexion as a homogeneous texture measuring 70x40x50 mm with 74.4 cm³, endometrium measuring 5 mm, uterine cervix of homogeneous texture, virtual cervical canal presence of cystic image of heterogeneous content in the vulvar region, on the left midline measuring 45x30 mm , free posterior sac, right ovary with usual texture measures 23.16 x 23 mm with 4.6 cm³, normal up to 12 cm³, left ovary with usual texture measures 23 x 15 x 23 mm as 4.3 cm³, normal up to 12 cm³ , no attached masses or adenomegaly were identified. Conclusion: retention cyst and uterus and ovaries ultrasonographically unremarkable; on (B)(6)2020: uterus showing preserved morphology and contours, measuring 8.3 x 4.5 x 4.8 centimeters with an approximate volume of 93.2 cm³, centered endometrium with usual echogenicity measuring about 0.2 cm, myometrium with usual echo texture. Right ovary with smooth contours with usual echogenicity measuring 2.5 x 2.0 x 2.1 cm with a volume of 5.4 cm³, uncharacterized left ovary, posterior cul-de-sac of usual appearance. Conclusion exam with usual echographic aspect structures for the age group; on (B)(6)2021: uterus in anteversoflexion (avf), vol 93.2 end 0.2 cm right ovary (ro) 5.4 left ovary (lo) not characterized [white blood cell count] on (B)(6) 2021: unremarkable lot # 926777 report cioms is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jul-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.